Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device data was insufficient to obtain battery status and there was no telemetry. Device therapy was unavailable. The device case was then opened, and internal visual inspection was normal. The battery was removed and when attached to an external power supply the current drain was normal. Further analysis of the battery found a depleted cell with no battery-related issues being identified. The cause of the depleted cell and reported safety mode was not able to be determined.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. The device was explanted and replaced and is expected to be returned. No additional adverse patient effects were reported.